Event description:
At the end of the case in the operating room, I was preparing to give a medication to the patient and as I was flushing the IV tubing, the tubing tore/ disconnected, and IV fluids began spilling on the floor/ patient. I quickly clamped the piv [peripheral IV] and tubing. Upon assessing the tubing after, it looks as though it disconnected cleanly from one of the injection ports.